Manufacturer narrative:
This report is submitted on 10 june 2021.

Manufacturer narrative:
This report is submitted on 18 march 2021.

Event description:
Per the clinic, the patient experienced loss of connection and sound with the device. Cable exchange attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2020 and the patient was reimplanted with another cochlear device during the same surgery.